Manufacturer narrative:
The technician found that the sling bar bolt was broken when he investigated the sling bar of the lift. In the instruction guide for universal sling bars (7en1160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technical support representative provided the account with the part number for a new universal sling bar. The account will order and install a new sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating during a patient lift, the sling bar bolt of the lift snapped dropping the patient about two inches into their wheelchair. The lift was located in the patient room at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).